Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from (B)(6). Treatment of a ruptured, growing, large/giant, fusiform, partially thrombosed, vertebro-basilar aneurysm. It was reported that the patient presented the day of the procedure (on (B)(6) 2011) with a right brain stem (pontine) stroke with left sided hemiplegia and severe dysarthria. The patient underwent pipeline embolization treatment with 3 overlapping peds (two devices 35 mm x 5 mm and one device 30 mm x 5 mm). The aneurysm had 3 compartments that were embolized with coils as well during the same procedure. The treatment resulted into a successful reconstruction of the vertebro-basilar junction into the left vertebral artery as well as the distal basilar artery. It was reported that the procedure was uneventful. The patient left the angiography suite being sedated and paralyzed from the procedure. The patient¿s neurological status declined postoperatively as her nih stroke scale (nihss) increased from 18 prior to treatment to 23 post treatment on (B)(6) 2011. She was seen by multiple specialties including pulmonary, internal medicine, and gastroenterology and was transferred to neuro ICU (intensive care unit). A peg (percutaneous endoscopic gastrostomy) tube was placed in the patient and post placement the patient was noted to have bloody drainage as well as increased feed residuals. The patient remained obtunded in the neuro ICU. On (B)(6) 2011, a decision was made by the patient family members to make her dnr (do not resuscitate) and dni (do not intubate) along with comfort measures. On (B)(6) 20111, the patient expired. Same event as MDR# 2029214-2013-00817 and 2029214-2013-00818